Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature and the subsequent follow up information obtained with the author. This event occurred outside the us. All information provided is included in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. No further information is available. Referenced article: ¿percutaneous simple lead traction is a feasible and effective method for right ventricular lead perforations.¿ international heart journal. 2020;61(1):54-59 doi: 10.1536/ihj.19-326. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this patient's implantable pacing lead. The article indicated that the lead perforated the right ventricle. It was also noted that there was diaphragmatic stimulation observed. Follow up with the author indicated that the lead was replaced. No further patient complications have been reported as a result of this event.